Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl. The customer alleged the pump did not successfully deliver insulin. Tandem technical support (cts) was unable to determine a root cause due to the customer declining further troubleshooting with cts.